Event description:
The user facility's materials mgr reported an I pump observed with a non-delivery condition during pt use. The pump was programmed to infuse and indicated that it was infusing. However, when the bagholder was opened, the bag was still full. There was no pt injury or medical intervention reported.

Manufacturer narrative:
The actual device involved in this incident has been requested for eval. A f/u report will be submitted should the device be returned and the eval results become avail.